Manufacturer narrative:
Concomitant medical products: (3)8100; 2420-0007; 150ml baxter bag ndc 61553-273-48 lot 170780157m exp 05-30/2017 fentanyl citrate, therapy date (B)(6) 2017. The customer¿s report of fentanyl infusing faster than expected was confirmed. Analysis of the pcu event log shows that at 1:49 pm on (B)(6) 2017 the device was programmed to infuse fentanyl 5000mcg/100ml. The user entered 50ml/hr for the rate, which made the dose 2500mcg/hr rather than the intended 50 mcg/hr. The user started the infusion, however the device only infused for a few seconds before being paused and subsequently channeled off. At 1:55 pm, the previous infusion was restored at 50ml/hr. The vtbi was changed to 100ml and the infusion was started. A few seconds later, the device was paused, then restarted 2 minutes later. Approximately 30 minutes later at 2:25 pm, the rate was changed to 150ml/hr. The user selected yes to the guardrails warning ¿dose exceeds guardrails limit of 800mcg/hr. Proceed?¿ the device alarmed for air in line at 2:41 pm and 2:43 pm. At 2:45 pm, the device was channeled off and the system was shut down and powered off. The volume recorded as being infused during this period was 64.366ml. Functional testing found the device to be delivering fluid within specification. There were no leaks observed from the administration sets. The root cause of the fentanyl infusing faster than expected was identified as user programming.

Event description:
The customer reported that an ICU patient was receiving a fentanyl infusion (50 mcg/ml, 100 ml vtbi), with a starting rate of 50 mcg/hr which was increased 30 minutes later to 150 mcg/hr. Approximately 25 minutes after the rate was increased, the bag was found to be empty and the device alarming for air in line. It was reported that harm occurred and medical intervention was provided, however no details of either are available and the customer stated, "the IV pump has been determined to not be a factor in the patient's clinical outcome." Another facility source stated that they are fairly certain that the event was related to "clinical /operator error, not equipment failure."